Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the scs system was explanted. The patient was prescribed oral antibiotics. No representative was present during the explant. Issue was resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.